Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. (B)(4) if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2021, the patient experienced grumbling abdominal pain. In aug 2021, the patient underwent an MRI which revealed intussusception. On (B)(6) 2021, the patient was seen by the physician who was able to pull the j-tube out of the jejunum and released the intussusception during a CT scan. The physician also removed the j-tube via patient's mouth while under fluoroscopy in which a loose knot and a phytobezoar was seen at the tip of the j-tube. No surgical intervention was required and duodopa therapy was continued via peg tube.